Event description:
It was reported that (2) devices was used during a resection. It was reported by the affiliate that the et45b instrument are broken (no details). Another instrument was used to complete the case. There was no consequence to the pt.